Event description:
The surgery of itst asian nail performed (B) (6) 2009 due to subtrochanteric fracture. The surgeon found that nail had fractured at the static hole for distal screw. Revision surgery was performed by using a competitive nail on (B) (6) 2009. (Because the fracture site was nonunion).

Manufacturer narrative:
Evaluation summary: x-rays provided showing the distal fracture of the nail. There is no detailed info provided with the per regarding how the surgeon performed the nailing procedure. For example, a common reason that a nail or plate may fracture is if the pt's bone is not properly reduced during surgery, resulting in malunion and additional loading. Another potential cause of the nail fracture is if the surgeon did not fully seat the distal screw. A review of the itst asian nail risk analysis shows that the potential risk for nail fracturing under clinical loading was addressed and mitigated through biomechanical fatigue testing. Evaluation codes: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.